Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm if it could have contributed to the reported skin irritation. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 using the pod 5 / page 44: warning: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. Living with diabetes 9 / page 107: advises: at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
A patient's blood glucose reached greater than 121 mg/dl while wearing the pod between 4 and 24 hours. Patient removed the mod and experienced irritation at the infusion site (back). Patient was seen by a health care professional on (B)(6) 2017 and patient was prescribed desoximetasone for the irritated site.